Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with no patient information. Further review of the manu facturer¿s database indicated the patient is deceased and died approximately 1 month after the device system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The devices associated with this adverse outcome were returned from a funeral home with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.